Event description:
It was reported that the pump battery was depleting quicky which resulted in the pump shutting off. There was no reported adverse impact to the customer¿s blood glucose level. The customer will continue to use the current pump for insulin therapy.